Event description:
It was reported that prior to attempted implant, the helix of the right ventricular (rv) lead extended improperly. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece. Visual examination fount the helix retracted and free of blood and tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. The helix could be extended and retracted when torque applied to the connector pin and the helix was not jumping out. The helix was extended and retracted normally. Electrical testing did not find any indication of conductor fractures or internal shorts.